Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with a history of multiple trauma was scheduled for an ivc filter placement. With ultrasound, the right femoral vein was identified and a filter was deployed at the level of l2, below the renal veins at the level of l1. Post filter deployment cavography was performed and there were no procedural complications reported. The patient tolerated the procedure satisfactorily. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that an ivc filter was deployed in a patient in status post multiple trauma. At some unknown amount of time post filter deployment, it was alleged that the filter was tilted and was unable to be retrieved after two attempts were made to remove the filter. There was no patient injury.

Event description:
It was reported through the litigation process that the filter was deployed in a patient in status post multiple trauma. At some unknown amount of time post filter deployment, it was alleged that the filter was tilted and was unable to be retrieved after two attempts were made to remove the filter. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post-deployment, through the right internal jugular vein approach, the bard meridian inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a 9-french sheath were advanced under the fluoroscopic observation into the inferior vena cava. A digital subtraction inferior vena cavogram was performed. Multiple attempts at snaring the bard meridian inferior vena cava filter were performed using multiple different guided catheter and snare combinations as well as tip deflecting guidewires but were unsuccessful due to tilting of the apex of the filter which was up against the wall of the inferior vena cava and the left renal vein. Finally, it was unsuccessful on retrieval of bard meridian inferior vena cava filter due to the tilting of the filter and the retrieval hook being up against the wall of the vena cava. A plan was discussed for a repeated attempt on removal of the filter through access via both jugular and femoral vein. After, thirteen days, through the right internal jugular vein and right common femoral vein approach, the bard meridian inferior vena cava filter was again attempted for removal. The right internal jugular vein was accessed to accept a 10-french sheath and the right common femoral vein was accessed to accept an 8-french sheath. An inferior vena cavogram was performed through the internal jugular approach which demonstrated that the filter was markedly tilted with several of the tines outside of the inferior vena cava and there was halo of no contrast around the superior aspect of the filter and the retrieval hook appeared to be endothelialized into the left side of the vena cava below the level of the renal veins. The cavogram also showed that the inferior vena cava was widely patent as were the renal veins and the filter was just below the level of the renal veins. Multiple attempts were made from above to snare the hook but were unsuccessful likely secondary to endothelialization around the superior aspect of the filter. Then from the below, through the superior vena cava an angioplasty balloon was placed, and the filter was displaced from the aorta. Then a 20mm snare was utilized to snare the balloon and the superior aspect of the filter, but the retrieval hook could not be engaged. Multiple attempts were utilized for displacement with the angioplasty balloon, but the 10-french sheath would not advance over the endothelialized superior aspect of the filter. The endothelium around the superior aspect of the filter seemed too impacted to engage the hook. So, no further attempts at moving the filter in an antegrade fashion were utilized. A vena cavagram was performed after multiple attempts which demonstrated that there was no change from the initial images and there was no rent in the vena cava. Finally, the attempts for removing the inferior vena cava filter were unsuccessful. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. H10: b6,g3,h6(device). H11: g1,h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with a history of multiple trauma was scheduled for an ivc filter placement. With ultrasound, the right femoral vein was identified and a filter was deployed at the level of l2, below the renal veins at the level of l1. Post filter deployment cavography was performed and there were no procedural complications reported. The patient tolerated the procedure satisfactorily. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an ivc filter was deployed in a patient in status post multiple trauma. At some unknown amount of time post filter deployment, it was alleged that the filter was tilted and was unable to be retrieved after two attempts were made to remove the filter. There was no patient injury.